Manufacturer narrative:
Investigation evaluation: reviews of the complaint history, device history record, documentation, trends, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed a split at the tip of the inner catheter. Further damage was noted to the tip, and biomatter was observed on the device. The split measured less than 1mm in length. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, trends, and quality control procedures were conducted, and no gaps were discovered. The device is packaged with instructions for use, which advise ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the examination of the returned product, investigation has concluded that no cause could be established for the device failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 27sep2019. As reported, no damage was observed to the device packaging. Prior to opening, the packaged device was stored hanging from a hook inside a cabinet at the user facility.

Manufacturer narrative:
PMA/510(k) number: k171275. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, upon opening the package of a micropuncture transitionless access set for a percutaneous transluminal angioplasty of an arteriovenous shunt, the tip of the coaxial catheter was observed to be split. The device did not make patient contact. There has been no report that the patient required any additional procedures or experienced any adverse effects due to this event.